Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images have been requested but not available. Pla260300/15064809, UDI# (B)(4). Also was involved rlt261416/15896415. The medwatch# 3007284313-2017-00149 was submitted to FDA to cover this device.

Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure using gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that after final routine ballooning of the gore® excluder® aaa endoprosthesis featuring c3® delivery system with a 32 mm cook coda® balloon catheter, extravasation was visible on final computed tomography angiography (cta). Reportedly, some calcium was present at the right side of the proximal aortic neck where the rupture occurred. The bleeding was noted approximately 10 mm below the right side of the device and was directly related to the rupture. According to the physician, it was suspected that the balloon moulding of the device caused the rupture. The surgeon said post procedure that the balloon must have over inflated; however visually it didn't appear to be over inflated. The physician decided to stent the left renal artery with a gore® viabahn® endoprosthesis (paj050502/15462044) and extend the trunk ipsilateral leg component up to the right renal artery using a gore® excluder® aaa endoprosthesis aortic extender component (pla260300/15064809). The left renal artery was successfully stented, however, the aortic extender was deployed too high unintentionally covering the right renal artery. Attempts were made to cannulate the renal artery to keep in flow, but these attempts were unsuccessful. Another aortic extender was deployed to bridge the gap between the main body and the initial extender. Completion cta determined that there was no endoleak. The patient tolerated the procedure. The physician decided to stent the left renal artery with a gore® viabahn® endoprosthesis (paj050502/15462044) and extend the trunk ipsilateral leg component up to the right renal artery using a gore® excluder® aaa endoprosthesis aortic extender component (pla260300/15064809). The left renal artery was successfully stented, however, the aortic extender was deployed too high unintentionally covering the right renal artery. Attempts were made to cannulate the renal artery to keep in flow, but these attempts were unsuccessful. Another aortic extender was deployed to bridge the gap between the main body and the initial extender. Completion cta determined that there was no endoleak. The patient tolerated the procedure.